Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported on (B)(6) 2021 that patient had pain in the upper right quadrant radiating towards the back and they were waiting for an ultrasound. They were given pain control medication and there were no alarms. Starting on (B)(6) 2021, the patient had major bleeding. Their hemoglobin dropped post procedure to 6.5 grams per deciliter (g/dl). A blood transfusion of red blood cells (rbc) was given on the same day at 11:52pm. Bilirubin total was 8.0mg/dl on (B)(6) 2021 and down trended to 3.6mg/dl on (B)(6) 2012. The patient also was anemic with hemoglobin at 7 g/dl. On (B)(6) 2021 the patient developed an acute kidney injury after receiving a blood transfusion. Hemoglobin was at 9 g/dl following the transfusion. It was also reported the patient had tachycardia and felt palpitations on milrinone. The patient also had an right ventricle ICD lead migration post-lvad implant. Along with this it was also reported that the patient had severe tricuspid regurgitation (tr). The patient had tingling in their fingers so a head CT was done and neurology was consulted. On (B)(6) 2021, the patient had epistaxis and experienced nausea and vomiting after taking oxycodone. As of (B)(6) 2021, the patient was discharged and in a sub-acute rehab.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists bleeding, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the patient's pain, bleeding, tachycardia, acute kidney injury, and tingling in fingers all resolved without sequelae by 31jan2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists bleeding, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.